Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR :30may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse will replace the touchscreen once the part arrives. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 22jul2019, date of report : 24jul2019. The manufacturer's field service engineer (fse) replaced the touchscreen and the issue was resolved. The device was cleaned and checked. No other abnormalities were found. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The touchscreen assembly was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. Further testing of the touchscreen determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/31/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit 's alarm mute button was unresponsive and only worked after being pressed repeatedly. There was no patient involvement.